Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving clonidine (100.0mcg/ml at 27.01mcg/day) and dilaudid (20.0mg/ml at 5.401mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that about 2-3 days after the patient's pump refill, the refill site became red and inflamed. The refill date was (B)(6) 2017, and the infection was associated with the refill. The patient was reportedly hospitalized and diagnosed with a confirmed infection at the pump pocket. The patient also experienced swelling and flu-like symptoms. It was noted that every joint hurt and the patient felt bad. Interventions included intravenous (IV) antibiotics. No further complications were reported or anticipated.